Event description:
It was reported that this right ventricular (rv) lead exhibited rising pace impedance. Impedance was 730 ohms at implant and now is 1072 ohms. No noise/oversensing was observed. Technical services discussed that slow and steady impedance rise is more indicative of a lead tip/tissue interface scarring. The lead was prophylactically capped and replaced during a device change out procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154vrc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2006. (B)(4).